Manufacturer narrative:
Product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4). Cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports sold since (B)(6) 2019. Investigation results: we did not receive the involved sample nor x-ray pictures taken after implantation to be able to perform a thorough investigation. However, we have performed a disconnection test a celsite access port of our stock with a catheter from the same batch number. The disconnection force obtained is more than 3 times superior to the requirement of the iso 10555-6 (f>5n). These results conform to our specifications. Conclusion: without the complaint sample and the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. It is worth noting that the disconnection test results performed on a sample of our stock with a catheter from the same batch number were compliant with our specifications. This is a known complication of the implantation of the access port. The complaint rate is low (0,008%). The IFU's specify how to connect the catheter to the access port and the risks of incorrect connection. No corrective action is envisaged. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Access port implanted on (B)(6) 2019. Reintervention to remove the access port and the catheter due to catheter detached from the access port. Access port replaced.